Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the physician reports that they do not like how the saffron anchors into the ligament instead of being able to wrap around the ligament with the non-coloplast device capio. Reportedly, from a surgeons standpoint it¿s much easier to confirm and feel confident that they're going to have a good hold on the ligament [with the capio]. The physician has had several saffron anchors fail, and ended up with a sacrocolpopexy. Physician has not had any failures with the capio.